Manufacturer narrative:
Brandon cowan, priscilla h. Chan, sahil s. Patel, heather a. Prentice, kenneth sucher, elizabeth w. Paxton, elliott r. Brill, lavina malhotra, francisca m. Maertens, gregory m. Heitmann, rouzbeh mostaedi. "Association of mesh weight with adverse outcomes: a cohort study including 123,880 inguinal hernia repairs." Hernia (2025) 29:258. Https://doi.org/10.1007/s10029-025-03427-3 d10 concomitant products: unknown parietene, unknown parietene mesh product, (lot number: unknown) unknown progrip, unknown progrip mesh product, (lot number: unknown) unk-spromesh, unknown surgipro mesh, (lot number: unknown) unknown mesh, unknown mesh product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the effect of mesh weight on the outcomes of patients who underwent inguinal hernia repair via an open or minimally invasive surgical approach from january 2010 to june 2023. It was noted that multiple medtronic and competitor meshes were used throughout the study. There were 123,880 hernia repairs accomplished, 48,311 of which were minimally invasive surgical repair (mis) and 75,569 used an open approach. Complications included recurrence, re-operation and chronic postoperative inguinal pain.